Event description:
The customer reported battery defective found during the preventive maintenance and was advised to order v60 replacement battery by 3rd party field service engineer. No patient involvement or user harm reported. The remote service engineer provided the customer with the part number of the battery. The customer reported the battery was replaced and the unit was returned to service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Based on the information provided the failure was a result of a defective battery, no parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.